Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc.

Event description:
Os 112541. The dentist reported that 6 months after the dental implant was installed in intraoral region #3, it was verified its non osseointegration. Thirty-five ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii and bone graft was executed.